Event description:
It was reported by service report that the foot of the stretcher drifts. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: release rod linkage.